Event description:
It was reported that pump did not charge properly, as customer stated that device was placed on charge for a while and did not charge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.